Event description:
Same event as MFR report #: 2134265-2008-02520. It was reported that during a percutaneous transluminal coronary angioplasty procedure, a wire detachment occurred. The lesion being treated was located in the right coronary artery (rca). Ablation was successfully performed, first with a 1.5mm burr and then with a 1.25mm burr. During removal of the 1.25mm burr in dynaglide, something "went awry" and the rotawire tip was noted remaining in the pt. Attempts were made for 1 1/2 hours to retrieve the guide wire tip, including insertion of an unspecified filterwire, however the attempts were unsuccessful. A follow up thoracic surgical consult determined that no surgical intervention was necessary. Pt status was reported as stable and pt was discharged home.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.